Event description:
A patient underwent an elective procedure to two vessels. The proximal rca was not tortuous or calcified. The lesion was de novo, 17mm, eccentric and b2. The 2.9mm proximal lad was not tortuous or calcified. The 22.5mm de novo lesion was a concentric type c. A cypher (3.0/23mm) was implanted at 16atm in the proximal lad for 66 seconds (30 seconds and 36 seconds, inflated twice). There was untreated lesion distal to the implanted cypher, but it wasn't treated because there was collateral running from the lcx. Eight days later, a cypher (3.0/18mm) was implanted at 18atm for 30 seconds in the proximal rca. There was untreated lesion distal to the implanted cypher at the pda. Two weeks later, the patient came in for a scheduled procedure to the mid cx and thrombus was found in the distal portion of the rca cypher. It was treated with aspiration.